Manufacturer narrative:
(B)(4).

Event description:
The patient's wife reported that they were in (B)(6), and they stated that they would call the patient's doctor to page the manufacturer representative (rep) to see if they could meet a rep at the hospital. The patient wanted a list of the doctors in (B)(6) area for an emergency. The patient reported poor communication on the patient programmer. The patient had a rechargeable stimulator. The last time stimulation was felt was 2015, the last successful recharge session was 2015. The reason for not charging was that the stimulation was turned off. The patient was told by their doctor to turn stimulation off because the stimulation was not helping with pain symptoms. It was noted that the stimulation was not relieving the pain. The patient had turned off stimulation because it was not helping in controlling the pain. The patient had an overdischarge. They had a laminectomy in (B)(6) 2015. Additional information received from the patient¿s wife clarified that the laminectomy was related to the patient¿s stimulator and the lack of relief. The patient had stenosis and had to have surgery periodically to clear it out. The doctor told the patient to try using the stimu lation again after the laminectomy now that there was a change in anatomy. The patient had not charged implantable neurostimulator (ins) since they turned off the stimulation. They were not able to connect to the ins with the programmer or the recharger. Additional information received from the patient¿s wife reported that she would call the rep whose card she had and also ask the health care professional to have a rep paged. Additional information received from the patient¿s wife reported that she took the patient to the emergency room on the morning of (B)(6) 2016 for pain and that the patient was to follow-up with a neurologist. It was noted that a rep who worked with the neurologist would be present at the patient¿s appointment. Other relevant medical history includes spinal pain and radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.